Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive part of the light lens peeled due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the adhesive part of the lighting lens was found to be peeled off due to handling. The reported issue (cleaning tube mouthpiece loose) was confirmed and found to be caused by external factors. In addition, service found the adhesive on the bending section cover was cracked, the bending angle was out of specification due to wear of the angulation wire, the insertion tube was wrinkled, and there was water coverage on the electrical connector. Scratches were observed on the control section, the tip cover, the switch box, the control section cover, the up/down knob, the up down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector side of the universal cord, the scope connector, and the right left angle fixing knob due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the cleaning tube mouthpiece of the subject device was loose. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.